Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.(B)(6).

Event description:
It was reported that during a gastric bypass procedure, the blade tip broke off and was retrieved. No further information is available. Another device was used to complete the procedure. There were no adverse consequences for the patient.